Event description:
Reported 1 suspected false positive sars result for one patient. The patient tested negative on sofia sars later in the day or the next day. No additional confirmatory testing was performed.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: email.